Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as red irritation with a tiny open blister and scarring. Reaction was located under the adhesive portion of the sensor. Patient treated the scarring with over-the-counter antibiotic cream and over-the-counter scar cream. At the time of contact, the patient was fine. Additional event or patient information was not provided.